Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that the pump programmed to infuse propofol was discovered "turned off". The "patient became wakeful". A propofol bolus was administered and the infusion was restarted. No patient harm reported. The customer requested an event log review to determine what caused the pump to turn off.

Manufacturer narrative:
The customer¿s report that the pump programmed to infuse propofol was discovered "turned off" was not confirmed. Review of the pcu event log revealed that a propofol infusion was programmed to run at 12.81ml/hr. The infusion began at 9:19pm on (B)(6) 2015 and ended at 12:45pm on (B)(6) 2015, when the device was channeled off. The associated pcu and pump module event and error logs did not reveal any channel disconnect or other pertinent errors or events. The total infusion time was approximately 75 hours and 26 minutes. During the infusion time, various changes were made to the dose, and nine (9) 10mg boluses were given and one (1) 15mg bolus was given; four boluses were delivered on (B)(6) 2015, three on (B)(6) 2015, and three on (B)(6) 2015. Five patient-side occlusions occurred, each briefly stopping administration until the user cleared the alarms and continued the infusion; however the source device did not stop delivering at any other time during this infusion. The root cause that the pump programmed to infuse propofol was discovered "turned off" was not determined; no devices were returned from the customer for investigation however with the exception of the noted patient-side occlusions the device did not stop delivering during the infusion until it was channeled off.